Event description:
Customer reported that a patient developed an infection 18 months following initial ventral hernia repair with mesh. The customer advised that the mesh became infected as a result of other patient issues. The mesh was excised. No further details were provided.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.